Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for an elective upgrade procedure. Physician noted noise on the right atrial lead. The lead was explanted and replaced. Patient was stable post procedure.